Event description:
It was reported that they went to prepare an implant and it did not seemed to be mechanically functioning so they discarded it, used a different device of the same kind to complete the case. No patient complications reported. When prepping the device, the pump would depress but then it would not refill normally. After working with the pump for a while, they could not get it to properly inflate the cylinders. The issue seemed to be with the pump or the pump valve itself.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. Visual and functional testing of the cylinders and pump concluded the components performed within specification. Product analysis did not identify any device malfunctions. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that they went to prepare an implant and it did not seemed to be mechanically functioning so they discarded it, used a different device of the same kind to complete the case. No patient complications reported. When prepping the device, the pump would depress but then it would not refill normally. After working with the pump for a while, they could not get it to properly inflate the cylinders. The issue seemed to be with the pump or the pump valve itself.